Manufacturer narrative:
(B)(4). Obturator inserted through the sleeve, damaged universal seal assembly the analysis results of the (B)(4) found that it was received with the obturator inserted through the sleeve and with the cape and base of the universal seal assembly separated. Evidences of welding were found on the cape-base assembly area. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. These findings are not related to the incident reported. The distal tip of the sleeve and the lens of the obturator were noted in good condition. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the transition tip of the trocar broke into the two parts when the surgeon pulled it out. The core had the crack. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.